Event description:
Customer reports, 60 cc luer skirt breaks off when attached to three-way arterial valve under high pressure. The customer reports over six incidences in three months. No injuries are reported. They feel patient safety is compromised because procedures involves a cardiac stress test. Also a risk of radioactive exposure.

Manufacturer narrative:
No samples were returned and no lot number information was provided. Without samples or lot information co is unable to investigate this complaint. Should samples or lot information be provided, co will reopen this complaint.